Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have synovial sarcoma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have synovial sarcoma. The medical intervention that the patient received in response to the event is currently unknown. In the initial report, section b5 was incorrect, the correct b5 should be- there was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device software version 1.1.7.3260 has been upgraded during investigation. The device passed all final testing. There was no evidence of sound abatement foam degradation.